Event description:
During robotic total hysterectomy, a vcare (large) device was noted to be deflated and the uterus was punctured through. It is unknown whether the balloon was punctured or deflated on its own.